Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was trying to change her infusion set and her insulin pump won't let her do anything. Customer stated that she had a battery out limit alarm and no delivery alarm. Customer stated that she would go get a battery and disconnected the call. Customer was not able to troubleshoot the alarm.